Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the system/memory pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that upon powering on their device, the word service was displayed on the monitor and a service indicator was illuminated. The word service displayed on the monitor is indicative of a device lockup condition which could delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.